Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal was selected for use. The patient was being treated for angina pectoris. A pre-deployment angiogram confirmed that no anomalies at the right superficial femoral artery (sfa). The lumen size of the artery was 7mm. A 6f medikit sheath was used during the procedure. The angio-seal was deployed and hemostasis was achieved. Seventeen hours later, the patient heard a snapping sound while walking and the patient bled. A fist size hematoma formed and manual compression was applied to achieve hemostasis. There were no reported consequences to the patient.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states that the angio-seal is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in patient who have undergone diagnostic angiography or interventional procedures. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.